Event description:
Right iliac artery was very calcified. Deployment of the zenith aaa endovascular graft went without complication. Deployment of the ipsilateral leg graft noted that the graft did not appear to expand to its full extent. Post placement angiogram observed a distal endoleak on the ipsilateral side. When inflated it looked in appearance slightly larger than the 12 millimeter limb. An iliac leg extension of a larger diameter was deployed distally, overlapping the ipsilateral leg graft by two full stents. Placement of the extension provided a seal of the vessel. At conclusion angiogram a resolve of the endoleak was noted.